Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were found to not have iodine. This was observed before use and stated as ¿about half the case¿. There was no noticeable damage to the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.